Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch profile meter would not power on. The pt last tested with the reported meter in 2004; the specific time of testing was unk. The pt contacted her medical professional advice. She was unable/unwilling to answer whether she experienced any high or low blood glucose symptoms at the time of concern. She did not take any actions following attempted use of the meter and rec'd no treatment. The customer svc rep confirmed that the meter would not power on by pressing the power button. The csr verified that the batteries were correctly installed, the batteries had been replaced less than one yr ago, and the battery contacts were in good condition. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.